Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the front panel lights blinking was determined to be a component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center for a separate issue. During device analysis, the service repair technician identified that the front panel lights were blinking. There was no patient involvement.